Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the motor drive unit was intermittently working. Disposable handpieces were used with the same motor drive unit to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.